Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a vascular planned treatment procedure was performed when the issue happened. The procedure was delayed, and it completed by moving the patient to another room. A philips field service engineer (fse) inspected the system onsite and identified that the system software was having issues as it did not startup. After reviewing log file fse found the software errors and geo errors. After some functional test fse found the controller causing it but might need to also reload software. Fse replaced the ¿top¿ amc drive for the long drive and reloaded suite pc software, after replacement of top amc drive for the long drive and reloaded suite pc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system software was having issues as it did not startup correctly. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and reload the suite-pc software. The device was returned to expected functionality.